Event description:
A customer reported that air substitution failure occurred during surgery. The product was exchanged but the issue was not resolved, so, the product was exchanged for a product with a different lot number. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not been received for evaluation. A root cause has not been identified. (B)(4).